Manufacturer narrative:
A device history record review was conducted and no anomalies were found. The product was released based on the manufacturer's acceptance criteria. A complaint history examination indicates there were no other complaints for this reported issue. No product sample was received for evaluation; therefore, visual and functional testing could not be conducted. Because a sample was not returned and the lot information indicates the product was released based on the manufacturer's acceptance criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the cutter was sporadic and would not cut continuously. Another probe was opened and the procedure was completed without any consequences to the patient. Additional information and product sample have been requested.